Event description:
A report of a precision system explant was received. The patient stated the system was not providing relief.

Manufacturer narrative:
The explanted devices will not be evaluated, as they were discarded by the medical facility.